Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the lead was explanted and replaced and an additional lead was implanted. Effective therapy was achieved.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's lead has migrated. The issue was confirmed via x-rays. Surgical intervention may take place at a later date.